Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The patient received the following results on his performa system within 10 minutes: 158 mg/dl, 37 mg/dl, and 72 mg/dl. The patient experienced elevated blood glucose symptoms of dizziness, blurry vision, and a headache. The patent's son transported him to the hospital. Upon arrival at the hospital, the patient received a blood glucose result of 420 mg/dl on the hospital's meter. The hospital treated the patient with 26 units of unknown insulin and placed him on a 1 liter drop. The patient remained hospitalized and under observation for 4 hours.